Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Oxford trial bearing cracked.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. The trial bearing exhibits signs of use. Multiple scratches can be seen on the inferior and superior surfaces in the longitudinal direction, which coincide with the implant articulation. The gouges and the burrs are observed close to the slot. The slot serves as an attachment site for the tibial bearing inserter/extractor. The foot of the trial bearing has fractured. The damage indicates that an excessive force has been used to insert the trial bearing. A rocking motion could have been potentially used to extract the bearing or the bearing could have been abnormally stressed by levering the extractor up. The other possible scenario is that the surgeon is disengaging the extractor from the trial too early, and pushing down on the extractor at the same time. However, the exact number of uses cannot be determined from the information provided in the complaint. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when a surgeon was trialing the bearing, it cracked. No pieces were left in the patient. The poly just cracked. The surgery was complete using the bearing so the surgery was not delayed.